Event description:
A doctor reported that in 5 different facilities where diabetic pts underwent intravenous treatment with vitamin c (ascorbic acid), pts experienced inaccurately high blood glucose results. In one specific incident cited, the dr explained that a pt rec'd a blood glucose result of 495 mg/dl, insulin was administered, and the pt then entered into hypoglycemic shock. Specific treatment administered to stabilize glucose is unknown.

Manufacturer narrative:
The customer's products have been requested back for an investigation. A follow-up report will be filed once product is returned.